Event description:
It was reported by the customer that the monitor/display is flashing and not functioning properly. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.